Event description:
A us distributor reported that a monitor's response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was non-functional. As received, the rear response button cable plug was pulled from the ca board, causing fault. The root cause of the pulled cable was physical abuse. There was no adverse event that resulted from the damaged monitor.